Manufacturer narrative:
Follow-up: (B)(6) 2016 - customer indicated that usb cable was received and that it appeared to resolve their issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge depleted from 60% to 35% then back up to 50% while the pump was charging. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer.